Manufacturer narrative:
Date of report : 13jun2019, date rec¿d by MFR : 03jun2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse repositioned the dampening ring and the issue was resolved. The unit was tested and no other issues were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 30april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a noise coming from the air outlet in the upper right part of the unit. There was no patient involvement. Event date not specified.